Event description:
A patient in a study underwent a da vinci-assisted pectopexy with concomitant cervix resection. During the procedure, the patient experienced an injury to the bladder which resulted with surgical intervention and prolonged hospitalization. The complication occurred during mobilization/free dissection of the cervix uteri in a patient with a history of lash (laparoscopic supracervical hysterectomy). There was minimal bleeding, less than 75 ml; there were no blood transfusions. The bleeding was primarily attributable to the required surgical activities of the procedure. The event caused a delay which occurred during a critical phase of the procedure and was approximately 15 - 20 minutes. The bladder was surgically repaired. The procedure was then completed as planned. The event resulted in delay in removal of the urinary catheter (7 days instead of 48 hours), a prolonged hospital stay (7 days instead of 72 hours), and performance of a cystogram prior to catheter removal. There are no concerns that this event could cause long-term complications for the patient. There were no post-operative complications; no indications of an infection. The study investigator reported the bladder perforation was caused by the breakdown of adhesions resulting from previous surgeries. The patient is doing well and has no complaints and was discharged seven days later, after an unremarkable cystogram and removal of the urinary catheter. There were no reported da vinci device malfunctions. The study investigator reported the event as moderate severity, not a serious adverse event, an oslo classification grade ii, possibly related to the study procedure and having a causal relationship to the patient's underlying disease status, not related to the da vinci investigational device, but possibly related to a third-party device.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height170cm, body mass index (bmi) 29.1kg/m2.